Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-18294. The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt experienced a fall while exiting her motor vehicle and felt a pain over her ipg site. Stimulation was off at the time and when she turned it on, she experienced a loss of stimulation to her pain areas and unintended rib and abdominal stimulation. The sjm rep met with the pt and reprogramming was unable to resolve the issue. X-rays were taken and indicated one of the pt's leads had tilted. Additional reprogramming was able to provide right side coverage, but no left side coverage. The pt does not wish to pursue surgical intervention at this time.